Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that system was unable to start. Customer stated that a message is displayed saying that the x-ray system is starting up, and the device does not start. Upon troubleshooting, the philips field service engineer (fse)went onsite, checked the system and found that the host pc software was crash. To resolve the issue, fse reinstalled the software. After repair the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.